Manufacturer narrative:
Patient city: (B)(6). Patient country: united states

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the infusion set's tubing got detached at the quick release on (B)(6) 2024. The site location was abdomen.reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.